Event description:
It was reported that the distal end of probe broke off inside the patient's knee. The doctor was not sure if all of the probe was retrieved. The surgery was delayed 45 minutes. There was no injury to the patient but additional anesthesia was required.

Manufacturer narrative:
Additional information will be provided once investigation is completed.